Event description:
Reporter alleged discrepant blood glucose values of 380 mg/dl back to back with a result of 160 mg/dl when testing was performed 1 minute apart on the compact plus system. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.